Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Concomitant medical products: distal lateral fibular plate right 8 holes 132 mm length, cat#: 00235701708, lot#: 63263582; 2.7 mm locking screw 12 mm length, cat#: 00482801202, lot#: 63149530; unknown trauma screw, cat#: ni, lot#: ni; 2.7 mm locking screw 12 mm length, cat#: 00482801202, lot#: 63213552; 2.7 mm locking screw 14 mm length, cat#: 00482801402, lot#: 62881204; 3.5 mm locking screw with 2.7 mm head 16 mm length, cat#: 00235901638, lot#: 63378374; 3.5 mm locking screw with 2.7 mm head 14 mm length, cat#: 00235901438, lot#: 63378375; cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length, cat#: 00234801635, lot#: 62993695. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02117, 0001822565-2018-02785, 0001822565-2018-02786. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during routine removal of a distal lateral fibula fracture plate approximately fourteen (14) months post-implantation, following healing of the fractured bone, corrosion was noted between the plate and three (3) screws. No further patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the returned plate and screws exhibit discoloration; the damage is too severe on the third screw for product identification. Eds semi-quantitative elemental analysis of the discoloration indications on the plate and screws revealed c, n, o, na, mg, p, cl, k, and ca as the major foreign elements. The source of these elements could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/ metal oxide product or various decontamination solutions (i.e hospital detergents). It is inconclusive whether the discoloration indications on the periarticular fibular locking plate and screw are a result of corrosion products, biological or environmental. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.